Manufacturer narrative:
Complaint not confirmed during evaluation, device functioned. The outflow motor underperformed at only 600 ml's per minute. There are also 4 missing bumpers, and the serial label requires an update. See vendor evaluation.

Event description:
On 10/24/2025, a sales representative reported via (B)(4) that an ar-6480 dw arthroscopy pump was not switching from cannula outflow to shaver outflow when the shaver was activated during a shoulder arthroscopy with rotator cuff repair. Arthrex tubing was used, and the pump settings were standard, probably 35ml/min. The pump was used to complete the case, and no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.